Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 31 mm epic mitral valve was implanted for surgical treatment of mitral valve insufficiency. On (B)(6) 2017, the patient presented with dyspnea and a tee confirmed a leaflet tear. On (B)(6) 2017, the patient underwent a tavi procedure with a 29 mm sapiens3 valve. Post-procedure, the patient is reported to be stable.